Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three years, ten months following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram showed moderate-severe central aortic insufficiency (ai). Per the physician, the mechanism appeared to be non-coronary cuspal leaflet dysfunction. The leaflet was seen to be fluttering during diastole, which suggested a leaflet tear or possible annular detachment. The leaflet was not seen well due to valve shadowing so exact mechanism is difficult to ascertain but this is the location of the ai jet. There was not aortic stenosis (as) and no evidence of leaflet associated thrombus. It was noted that the patient was not a valve-in-valve candidate and was a high-risk surgical candidate. At three years, eleven months following the implant of the valve, the patient had minimal symptoms (shortness of breath). No treatment was provided. The patient was to be monitored. No adverse patient effects were reported.